Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld had frozen on the ¿interrogation successful¿ screen. Removing the flashcard unfroze the screen and a hard reset was performed. The device returned to normal functioning.

Event description:
It was reported that the physician's handheld would continually freeze on the "interrogation successful" screen. The physician completed troubleshooting that included completing a soft and hard reset, reseating the flashcard and verifying all connections were good. It was reported that these troubleshooting methods did not resolve the frozen screen and the physician was provided a new programming tablet. The handheld with the freezing screen was returned to manufacturer for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard analysis was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.